Event description:
It was reported that the catheter broke during implantation.

Manufacturer narrative:
There was red proteinaceous debris on the interior and exterior of the catheter. There were no detected tears or other damage to the catheter. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the mfg records showed no anomalies. Damage to the catheters can occur when the needle and catheter are not removed simultaneously. The needle may nick the catheter and cause it to tear. This possibility is addressed in our product labeling.